Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating that there was a horn failure. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) went onsite and found that loudspeaker of mx450 monitor had no sound. The fse determined that the speaker was faulty and required replacement. The device was operational after repairs were completed. Reporting institution phone#: (B)(6).